Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). Run analysis of the simplexa results from on (B)(6) 2022 are as follows: sample ID: (B)(6) @0913: s gene (30.7) orf1ab (35.1), repeat @1206: negative. Gx: negative, sample ID: (B)(6) @0913: s gene (32.5) orf1ab (30.0), repeat @1206: orf1ab (34.0), gx: negative, sample ID: (B)(6) @0913: s gene (31.4) orf1ab (31.0), repeat @1206: s gene (34.6) orf1ab (33.3), gx: negative, sample ID: (B)(6) @0913: negative, repeat @1206: orf1ab (34.5), gx: negative, 4 other samples resulted positive both times on simplexa with cts range of 24.3 - 32.9 on both targets and positive on genexpert. The subsidiary visited the customer site on (B)(6) 2022 and ran environmental swab tests which came out all positive including the ntc, decontaminated the instrument and still came out positive. Additional investigation by the subsidiary was provided: "on 17.7, I came back and tried running only utm in the hood, outside the hood (but in the corona room) and in a different hood (in a different room). Runs inside the corona room were positive, but outside they were negative. On 18.7, we did another decontamination and ran again two full discs. The first had few positives at the end, but the second was all positive. On 19.7, we repeated decontamination and ran one disc, it was mostly negative but with one sample positive for orf1ab. Will believe that there is a dip contamination of amplicons, mainly in the hood, pippetor and the air inside it, which contaminates all samples that are opened in it. We have asked the customer to change the filters of the hood." It is known the genexpert targets (e gene, n2) and seegene targets (e, rdrp, n) are different than the simplexa (s gene, orf1ab), but in this case it appears the environmental contamination at the customer site is contributing to the false positive results with the simplexa assay. The subsidiary is following up with the customer on the hood filter replacement as of on (B)(6) 2022, but it appears the reagent is not the issue. Batch record review showed the critical component, reaction mix mol4151 lot# :x14857n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 7/29/22 with 13 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. This is the 1st complaint for false positive on mol4150 lot#: 14348n.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician due to the discrepancy with the retest on the competitor assay. No alleged harm occurred. Patient health information and sample collection method was not provided.